Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopy, laparotomy, bilateral salpingo oophorectomy, and cystoscopy; due to pelvic pain and stress urinary incontinence. It was reported that the patient underwent partial excision of mesh and cystoscopy on (B)(6) 2013 due to vaginal mass and mesh erosion.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic pain and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, bleeding, infection, urinary and bowel problems, recurrence, dyspareunia, and vaginal scarring. It was also reported that on (B)(6) 2013 the patient underwent partial excision of vaginal foreign body and cystoscopy. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.